Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (distal portion) was returned in one piece. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression and no indication of conductor fractures. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that patient presented remotely via merlin.net and visited the clinic for an explant procedure. The right ventricle (rv) exhibited noise which was over sensed. The noise was reproducible with left arm crossing. The rv lead was explanted and replaced. The patient was stable throughout the procedure.